Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. Visual inspection revealed connector jp4 of the power flex circuit had shorted and pin # 3 and 5 were burnt. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ac adapter shorted. While in service, it was discovered that there were burnt components on the adapter. It is unknown at this time whether there was any patient involvement associated with this complaint.